Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. In addition, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial tachy response (atr) episodes for which minute ventilation (mv) noise and oversensing was observed. Technical services reviewed device strips, and determined the clinical observations were likely related to spring contact issue and respiratory rate trend (rrt) oversensing. In addition, the competitors ra lead exhibited jumps of high out of range impedances, measuring greater than 2000 ohms. The right ventricular (rv) lead exhibited low r waves, but other measurements were within normal range. Technical services discussed troubleshooting and programming options. Respiratory rate trend was turned off to prevent further rrt oversensing. The device system remains in service. No adverse patient effects were reported.